Event description:
The caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a different wall adapter, and a replacement tandem charging cable was sent to the customer via two-day shipping.